Event description:
It was reported that a screw fractured in the patient's mouth. Requested screw removal tools in order to retrieve the broken portion from the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided e1: email address unknown / not provided g4: PMA/510(k) number not available it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.